Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump had vibration anomaly. The customer¿s blood glucose level was 110 mg/dl. The customer reported that the insulin pump but the pump was not vibrating and the audio was very loud ran a self test and no vibration. The customer was advised to revert backup plan per health care professional instructions. The insulin pump will be returned for analysis.